Event description:
The hosp reports that a clinician was attempting to remove the air from a blood gas sample using the filter-pro device that is packaged in co's arterial blood gas kit. The clinician began pushing on the syringe plunger to expel the air from the sample when she saw the blood bypass the filter and stopped pushing the plunger. There was no blood exposure to the pt or hosp staff.